Event description:
It was reported that the user performed an incorrect supply change by selecting that a new infusion set was not needed when a new set was required, and insulin delivery paused until a new 23-inch teflon infusion set was applied and the cannula was filled, after which insulin therapy resumed. Symptoms included elevated blood glucose attributed to a separate, unrelated reason documented elsewhere. Outcomes included restoration of insulin delivery without the need for additional assistance and no alerts or alarms. Investigation included troubleshooting and user education during the call. Investigation of this case revealed user error in supply change steps, with no device malfunction identified, and resolution achieved through correct infusion set replacement and priming. It was concluded, based on previously established findings for similar reports, that the cause was user error.